Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for pt a. Results as follows: date: (B)(6) 2012, inratio inr: 4.6, lab inr: 7.9. Testing was compared within an hour. Customer self-tested, non-coumadin user, not taking any medications, no health conditions; inratio inr = 1 using meter serial number (B)(4), and strip lot number 272418.

Manufacturer narrative:
Investigation pending.